Event description:
It was reported that a catheter issue occurred. The patient was not sedated. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. The ivus was stopped in the middle of the run and when restarted, air was introduced through the catheter into the patient. Air was increased to 100% and thrombectomy performed. The procedure was not completed. The patient is expected to fully recover.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.